Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the peripherally inserted central catheter (PICC) was in situ less than 24 hours and in that time flushed three to four times without incident, using 10ml syringes. However, during the flush on day two, fluid squirted from an invisible hole at approximately 51cm. The PICC had been secured with a statlock, not sutures. There were no reported patient complications. Additional information received on 4/23/2010 stated the leaking PICC was replaced on (B)(6), within 2 hours of discovering the leak. We exchanged the PICC over a guidewire (not common practice for us) because the PICC had only been in situ 19 hours and the problem was mechanical, no infective and to save the patient another stab. The patient had the replacement PICC removed on (B)(6). His wife tells me it was trouble free line and was removed when the IV ab was discontinued, so yes a successful line.